Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] for the following reasons, omsc presumed that the reported phenomenon occurred due to impossible to make a stable connection with the endoscope by the inflow of foreign matter from the video connector. -from the evaluation results of olympus korea, it was confirmed that image noise and image loss occurred due to the inflow of foreign matter from the scope connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the image of the subject device was not displayed or had noise when movements occurred. It was found those malfunctions were occurred by the inflow of foreign object to the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at olympus (B)(4), it was found that there was no image of the subject device. The subject device had been returned to olympus (B)(4) for repair of the video connector socket failure. The occurrence date of the event is unknown. There was no patient injury associated with this report.